Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('undergo major surgery / severe and permanent pain/ the excruciating pelvic pain I experienced after I had essure implants was severe and often excruciating'), pelvic abscess ('abscess'), sepsis ('sepsis'), cholecystitis chronic ('cholecystitis/chronic cholecystitis') and cellulitis ('cuff cellulitis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, gastroesophageal reflux disease, human papilloma virus infection, gallbladder operation and internal hemorrhoids. Concurrent conditions included pain in heel, urinary incontinence, pelvic floor dyssynergia, abdominal pain, arthralgia, chondroplasty, melena, gastric mucositis, abdominal bloating, fatty liver, renal calculus, frequent bowel movements, pelvic pain female, biliary dyskinesia, cough, congestion nasal, sinus pain, tooth pain, discharge eye, bronchitis acute, small fiber neuropathy, gastritis, skin biopsy, plantar fasciitis, neck pain, arthralgia, pap smear abnormal, umbilical hernia, porphyria, endocervicitis, dysplasia, follicular cyst of ovary, corpus luteum cyst, radiating pain, vaginal bleeding, emesis, fever (measured as high as 100.7), chills, general malaise, abdominal distension, sore throat, dysuria and discomfort. Family history included epigastric pain and neck discomfort. Concomitant products included ibuprofen, ondansetron (zofran) and pantoprazole. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced cholecystitis chronic (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/ discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), vulvovaginal mycotic infection ("yeast infections"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("mental anguish") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("exhaustion/ fatigue"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), the second episode of vertigo ("neurological conditions or problems type: vertigo"), hypoaesthesia ("numbness in limbs/extremities"), lethargy ("lethargy") and paraesthesia ("tingling in limbs/extremities") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced sepsis (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant) and post procedural infection ("post-operative infection after removal surgery"), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and flank pain ("flank pain"). The patient was treated with surgery (cholecystectomy in 2015 and laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oopherectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the pelvic abscess, sepsis, cholecystitis chronic, cellulitis, flank pain, dysmenorrhoea, hypersensitivity, fatigue, mood swings, dizziness, post procedural infection, fibromyalgia, bladder disorder, urinary tract disorder, nausea, the last episode of vertigo, hypoaesthesia, weight increased, irritable bowel syndrome, anxiety, lethargy, paraesthesia and urinary tract infection outcome was unknown and the vulvovaginal mycotic infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cellulitis, cholecystitis chronic, dizziness, dysmenorrhoea, fatigue, fibromyalgia, flank pain, hypersensitivity, hypoaesthesia, irritable bowel syndrome, lethargy, mood swings, nausea, paraesthesia, pelvic abscess, pelvic pain, post procedural infection, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, weight increased, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: current weight 212 lbs. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, ibs and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: event abscess added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('undergo major surgery / severe and permanent pain/ the excruciating pelvic pain I experienced after I had essure implants was severe and often excruciating'), pelvic abscess ('abscess') and cholecystitis chronic ('cholecystitis/chronic cholecystitis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, gastroesophageal reflux disease, human papilloma virus infection, gallbladder operation and internal hemorrhoids. Concurrent conditions included pain in heel, urinary incontinence, pelvic floor dyssynergia, abdominal pain, arthralgia, chondroplasty, melena, gastric mucositis, abdominal bloating, fatty liver, renal calculus, frequent bowel movements, pelvic pain female, biliary dyskinesia, cough, congestion nasal, sinus pain, tooth pain, discharge eye, bronchitis acute, small fiber neuropathy, gastritis, skin biopsy, plantar fasciitis, neck pain, arthralgia, pap smear abnormal, umbilical hernia, porphyria, endocervicitis, dysplasia, follicular cyst of ovary, corpus luteum cyst, radiating pain, vaginal bleeding, emesis, fever (measured as high as 100.7), chills, general malaise, abdominal distension, sore throat, dysuria and discomfort. Family history included epigastric pain and neck discomfort. Concomitant products included ibuprofen, ondansetron (zofran) and pantoprazole. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced cholecystitis chronic (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/ discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), vulvovaginal mycotic infection ("yeast infections"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("mental anguish") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("exhaustion/ fatigue"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), the second episode of vertigo ("neurological conditions or problems type: vertigo"), hypoaesthesia ("numbness in limbs/extremities"), lethargy ("lethargy") and paraesthesia ("tingling in limbs/extremities") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced sepsis ("sepsis"), cellulitis ("cuff cellulitis") and post procedural infection ("post-operative infection after removal surgery"), 5 years after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and flank pain ("flank pain"). The patient was treated with surgery (cholecystectomy in 2015 and laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oopherectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the pelvic abscess, sepsis, cholecystitis chronic, cellulitis, flank pain, dysmenorrhoea, hypersensitivity, fatigue, mood swings, dizziness, post procedural infection, fibromyalgia, bladder disorder, urinary tract disorder, nausea, the last episode of vertigo, hypoaesthesia, weight increased, irritable bowel syndrome, anxiety, lethargy, paraesthesia and urinary tract infection outcome was unknown and the vulvovaginal mycotic infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cellulitis, cholecystitis chronic, dizziness, dysmenorrhoea, fatigue, fibromyalgia, flank pain, hypersensitivity, hypoaesthesia, irritable bowel syndrome, lethargy, mood swings, nausea, paraesthesia, pelvic abscess, pelvic pain, post procedural infection, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, weight increased, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: current weight 212 lbs. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, ibs and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('undergo major surgery / severe and permanent pain'), sepsis ('sepsis'), cholecystitis chronic ('cholecystitis/chronic cholecystitis') and cellulitis ('cuff cellulitis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, gastroesophageal reflux disease, human papilloma virus infection, gallbladder operation and internal hemorrhoids. Concurrent conditions included pain in heel, urinary incontinence, pelvic floor dyssynergia, abdominal pain, arthralgia, chondroplasty, melena, gastric mucositis, abdominal bloating, fatty liver, renal calculus, frequent bowel movements, pelvic pain, biliary dyskinesia, cough, congestion nasal, sinus pain, tooth pain, discharge eye, bronchitis acute, small fiber neuropathy, gastritis, skin biopsy, plantar fasciitis, neck pain, arthralgia, pap smear abnormal, umbilical hernia, porphyria, endocervicitis, dysplasia, follicular cyst of ovary, corpus luteum cyst, radiating pain, vaginal bleeding, emesis, fever (measured as high as 100.7), chills, general malaise, abdominal distension, sore throat, dysuria and discomfort. Family history included epigastric pain and neck discomfort. Concomitant products included ibuprofen and pantoprazole. On(B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced cholecystitis chronic (seriousness criterion medically significant), nausea ("nausea") and irritable bowel syndrome ("ibs"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("exhaustion"), mood swings ("mood swings"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), vulvovaginal mycotic infection ("yeast infections"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the second episode of vertigo ("neurological conditions or problems type: vertigo"), hypoaesthesia ("numbness in limbs/extremities"), vaginal discharge ("vaginal discharge"), anxiety ("mental anguish"), lethargy ("lethargy"), paraesthesia ("tingling in limbs/extremities") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced sepsis (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant) and post procedural infection ("post-operative infection after removal surgery"), 5 years after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping") and flank pain ("flank pain"). The patient was treated with surgery (cholecystectomy in 2015 and laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oopherectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the sepsis, cholecystitis chronic, cellulitis, flank pain, dysmenorrhoea, hypersensitivity, fatigue, mood swings, dizziness, post procedural infection, fibromyalgia, bladder disorder, urinary tract disorder, nausea, the last episode of vertigo, hypoaesthesia, weight increased, irritable bowel syndrome, anxiety, lethargy, paraesthesia and urinary tract infection outcome was unknown and the vulvovaginal mycotic infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cellulitis, cholecystitis chronic, dizziness, dysmenorrhoea, fatigue, fibromyalgia, flank pain, hypersensitivity, hypoaesthesia, irritable bowel syndrome, lethargy, mood swings, nausea, paraesthesia, pelvic pain, post procedural infection, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, weight increased, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: current weight 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, ibs and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received: events added from pfs - exhaustion, mood swings, dizziness, vertigo, allergic or hypersensitivity reaction, yeast infections, post-operative infection after removal surgery, fibromyalgia, bladder or urinary problems or changes, nausea, vertigo, dizziness, numbness in limbs, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, ibs, cholecystitis, mental anguish, sepsis, lethargy, cuff cellulitis, tingling in limbs/extremities and cramping. Reporters, dob, insertion date were added. Lab data , concomitant drugs and conditions and medical history were added. Event outcome of pelvic pain was updated to recovering /resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('undergo major surgery/severe and permanent pain/the excruciating pelvic pain I experienced after I had essure implants was severe and often excruciating'), pelvic abscess ('abscess') and cholecystitis chronic ('cholecystitis/chronic cholecystitis'). In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: musculoskeletal pain, gastroesophageal reflux disease, human papilloma virus infection, gallbladder operation and internal hemorrhoids. Concurrent conditions included: pain in heel, urinary incontinence, pelvic floor dyssynergia, abdominal pain, arthralgia, chondroplasty, melena, gastric mucositis, abdominal bloating, fatty liver, renal calculus, frequent bowel movements, pelvic pain female, biliary dyskinesia, cough, congestion nasal, sinus pain, tooth pain, discharge eye, bronchitis acute, small fiber neuropathy, gastritis, skin biopsy, plantar fasciitis, neck pain, arthralgia, pap smear abnormal, umbilical hernia, porphyria, endocervicitis, dysplasia, follicular cyst of ovary, corpus luteum cyst, radiating pain, vaginal bleeding, emesis, fever (measured as high as 100.7), chills, general malaise, abdominal distension, sore throat, dysuria and discomfort. Family history included epigastric pain and neck discomfort. Concomitant products included: ibuprofen, ondansetron (zofran) and pantoprazole. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced cholecystitis chronic (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge/discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), vulvovaginal mycotic infection ("yeast infections"), fibromyalgia ("autoimmune disorder, type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("mental anguish") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("exhaustion/ fatigue"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), dizziness ("dizziness"), the first episode of vertigo ("vertigo"), the second episode of vertigo ("neurological conditions or problems, type: vertigo"), hypoaesthesia ("numbness in limbs/extremities"), lethargy ("lethargy") and paraesthesia ("tingling in limbs/extremities"). And was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced sepsis ("sepsis"), cellulitis ("cuff cellulitis") and post procedural infection ("post-operative infection after removal surgery"), (B)(6) 5 years after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and flank pain ("flank pain"). The patient was treated with surgery (cholecystectomy in 2015 and laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oopherectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving. The pelvic abscess, sepsis, cholecystitis chronic, cellulitis, flank pain, dysmenorrhoea, hypersensitivity, fatigue, mood swings, dizziness, post procedural infection, fibromyalgia, bladder disorder, urinary tract disorder, nausea, the last episode of vertigo, hypoaesthesia, weight increased, irritable bowel syndrome, anxiety, lethargy, paraesthesia and urinary tract infection outcome was unknown. And the vulvovaginal mycotic infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cellulitis, cholecystitis chronic, dizziness, dysmenorrhoea, fatigue, fibromyalgia, flank pain, hypersensitivity, hypoaesthesia, irritable bowel syndrome, lethargy, mood swings, nausea, paraesthesia, pelvic abscess, pelvic pain, post procedural infection, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, weight increased, the first episode of vertigo and the second episode of vertigo to be related to essure. The reporter commented: current weight 212 lbs. Date(s) of removal: (B)(6) 2016 (discrepancy noted). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 16.5 kg/sqm. Ultrasound scan vagina: on (B)(6) 2012, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, ibs and fibromyalgia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.